Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed software error detected. The patient's blood glucose at the time of incident was 7.0 mmol/l. Troubleshooting was initiated for the software error detected alarm. The customer was able to clear the alarm. The customer rewound the insulin pump successfully. A normal bolus was performed into the air and the bolus amount recorded in the device history. However, the customer was advised to revert to their medically prescribed back-up plan. The insulin pump is eligible for replacement, but no products were returned or replaced.